Event description:
Event description cpi received information that a patient with a ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system received inappropriate shocks. The ICD was oversensing; the stored electrograms showed normal sinus rhythm but the ICD sensed ventricular fibrillation. The physician monitored the patient and two weeks after the initial report, the patient received inappropriate shocks again. The physician reprogrammed the brady pacing rate and other parameters of the ICD to make the sensing window less sensitive, but the patient received another inappropriate shock while sitting up in bed, indicting a possible lead problem.